Event description:
On 20-feb-2026, it was reported by a sales representative via (B)(4) that a qty. 2 of ar-12990n scorpion needle tips broke. This was discovered during a procedure with no patient harm. The broken pieces were retrieved prior to the closing of case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.